Manufacturer narrative:
One device was returned for repair with complaint of occlusion alarm. Review of event log found downstream occlusion alarm. No service history within in the last 12 months. Visual/functional testing was performed. Complaint was confirmed through the downstream occlusion (dso) test. The dso seal had moderate bubbling. Probable cause was the dso seal delaminated. Replaced dso seal. Device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an occlusion alarm. There was unknown patient involvement, and no patient harm was reported.